Manufacturer narrative:
The doctor reported that a patient developed hives after veneers had been placed with nx3. The condition worsened to the point that the patient went to the hospital for treatment. When the office was contacted, the office administrator mentioned that the patient had received a (B)(6) test the day before. The doctor's office was later contacted to inquire on the patient's condition. The office indicated that the patient had been released from the hospital and was going to be seen by a doctor of internal medicine. The internist did not believe the hives were related to the nx3 product. The product has not been returned by the customer and no information was provided regarding the product part or lot number; therefore, no evaluation can be done. Device not returned by customer.

Event description:
On (B)(6) 2011, a doctor alleged that after placement of veneer, patient developed hives.